Manufacturer narrative:
The mcs instrument nor the tip cover accessory have been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia repair surgical procedure, the hook of the permanent cautery hook slipped off into the patient. Although, the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the fragment to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the hook of the permanent cautery hook slipped off into the patient. The hook was able to be retrieved and the surgeon was able to continue with the procedure. The planned surgical procedure was completed with no reported injury.